Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pfc*sigma c/r npor fem ltsz2.5 femur; sigma xlkcvd plus ins 2 12.5mm insert; pfc*sigma/ov/dome pat 3peg,35 patella.

Event description:
The patient was revised to address left knee pain and loosening of the tibial tray at the bone to cement interface. Cement manufacturer used was competitor. Infection was suspected but it was in fact not infected. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.